Event description:
It was reported that a detachment occurred. The patient presented with st elevation myocardial infarction. The 100% stenosed target lesion was located in the right coronary artery. A guidezilla ii was selected for use. The guidezilla was loaded onto the guidewire and when it was entering the guide catheter, it was noted that the guidezilla had separated at the collar. The device was removed in one piece using the normal method. The same event happened with a second guidezilla. The procedure was completed using a second guidewire for support. There were no patient complications, and the patient fully recovered after the procedure.